Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and device was not detected on bus. A field service engineer found that the light emmitting diode indicator for the retractor band was not lit up and was able to power down the station and replaced drawer retractor band then proceeded to power on the station once all components were reassembled to test in hardware testing application. Drawer 4.2 passed all test and hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there had been a drawer failure on station ey2e. A station reboot had been performed, followed by a recover storage space attempt, but the issue had still persisted. The customer had reported that this was a recurring issue and that it had been affecting three other drawers on the same station as well. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.